Event description:
It was reported that during routine follow up, device interrogation revealed the patient received atp which accelerated the vt into vf. An alert for hv lead impedance rv to svc was also noted. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.